Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd precisionglide¿ needles were blocked during their venipunctures. The following information was provided by the initial reporter, translated from spanish: "some needles present obstruction when extracting liquid, a random sampling is carried out, resulting in 3 needles with obstruction, in different boxes with the same batch" "the identification of obstruction in the needle was noted during the venipuncture of the patient, it was not directly identified since another type of posterior intake was used" "some needles are verified with water, mentioning three of them in different kits. There is no evidence of the moment when the obstruction was identified, as well as the needle in question, only a couple of them that were later identified by passing water."

Event description:
It was reported that 3 bd precisionglide¿ needles were blocked during their venipunctures. The following information was provided by the initial reporter, translated from spanish: "some needles present obstruction when extracting liquid, a random sampling is carried out, resulting in 3 needles with obstruction, in different boxes with the same batch" "the identification of obstruction in the needle was noted during the venipuncture of the patient, it was not directly identified since another type of posterior intake was used" "some needles are verified with water, mentioning three of them in different kits. There is no evidence of the moment when the obstruction was identified, as well as the needle in question, only a couple of them that were later identified by passing water."

Manufacturer narrative:
H6: investigation summary two photos received by our quality team for investigation. Upon visual inspection, a box with a label is observed through which the batch number (1225914) and code (302355) are confirmed. It is not possible to visualize the incident on the images. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.